Manufacturer narrative:
This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. Concomitant product: 5076 implantable pacing lead: (B)(6) 2007. 4193 implantable pacing lead: (B)(6) 2007. (B)(4).

Event description:
It was reported the device reached elective replacement indicator (eri) in two years and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.